Event description:
Unable to directly upload important pictures but can send via e-mail. I normally work day shift. I worked pms. At 22:00 I checked a blood sugar and administered insulin. I scanned the pt and drug using our emr. The sliding scale order includes dosing for before meals and at bedtime. I used the before meals scale (the one I'm used to) instead of scrolling (it's more than one page) to the night time dose scale. I administered 6 units of humalog instead of zero units that was indicated by the scale. For other drugs, like depakote for example, there's often a different dose during the day from the night time dose. When scanning those drugs, I'm presented with a pop up asking me which medication order I'd like to administer. With insulin the daytime, night time, and npo sliding scale are all grouped into one order. There's a false sense of safety. After all, I scanned the pt and the medication. I should be good, right? Not so much. There could be separate orders. For insulin drips, there is emr functionality that populates the indicated dose to give based on the entered blood sugar. This functionality isn't used for the insulin subcutaneous sliding scale. When I went to another diabetic pt with a similar situation, I realized the error. Noticed within 20 mins. Notified my organization through normal channels of awareness. Thinking about putting together some education for my department. (B)(4).